Manufacturer narrative:
Monoject syringe 60ml; 30863, 30194 or c25006. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. .

Event description:
It was reported from the pediatric cardiovascular unit that the pca syringe module alarmed for ¿syringe patient pressure¿ during a midazolam infusion. The alarm issues started when the customer recently changed to a non-bd 60 ml syringe, due to a recent product change to the bd 60ml syringe. The cardiovascular unit pca tubing set-up includes an anti-siphon valve to decrease air in line. The pca tubing also has an anti-siphon valve on it so there is a large amount of downstream pressure and cracking pressure that has to be resolved on 2 anti-siphon valves in order to open the valve. Recently, the customer has found that this issue occurs when anti-siphon valves are not in use. It is important to note that it appears to be happening most with infusions that are running at a lower flow rate. The pediatric patient required additional pain medication bolus' to counteract the event.